Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic anatomic segmentectomy procedure, at the time of stapling the lung with the last firing, the device did not fire and the handle's trigger broke off. The component did not fall into the patient's cavity. A powered handle was used with the same reload to resolve the issue. However, the reload did not work. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic anatomic segmentectomy procedure, at the time of stapling the lung with the last firing, the device did not fire and the handle's trigger broke off. The component did not fall into the patient's cavity. A powered handle was used with the same reload to resolve the issue. However, the reload was not recognized. Another reload was used with the same powered devices to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic anatomic segmentectomy procedure, at the time of stapling the lung with the last firing, the device did not fire and the handle's trigger broke off. The component did not fall into the patient's cavity. A powered handle was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown endo gia sulu (lot#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic anatomic segmentectomy procedure, at the time of stapling the lung with the last firing, the device did not fire and the handle's trigger broke off. The component did not fall into the patient's cavity. A powered handle was used with the same reload to resolve the issue. However, the reload was not recognized. There was no patient injury.